Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal unknown drug via an implantable pump for non-malignant pain. It was reported that the patient stated that the app would become stuck as lockout were 10 mins and the caller stated that it would stay on 90% for up to 3 mins. And then the lock out screen would show 7-9 mins remaining. Technical services indicated that a replacement handset was ordered due to the stuck app issues. Additional information received from a patient indicated that the replacement handset had not resolved the issue and answered the questions they received in the medical device reporting (MDR) letter. When asked what version of the ptm software was, the patient stated that they didn't know because it was sent back to "your folks". When asked what the current status of the device was, the patient stated that it was sent back. When asked to describe troubleshooting steps that were taken to resolve the issue, the patient stated that the things that they were told to do on may 20th and on may 8th, the patient spoke to someone who said that it was all normal and the 338 was something that they would have to live with, but the patient stated that the agent fixed it. The patient further stated that nothing resolved except sending a new phone (handset). The steps that were taken to resolve the issue included turning the phone off and on, which the patient already did. The patient couldn't remember if they had them do bluetooth and location (toggling off and back on), but the patient stated they for sure turned off and back bluetooth on their own. The patient also stated that they couldn't get the logs from the device because it was not in their possession anymore